Event description:
The device was connected to a patient complaining of chest pain. Reportedly, the device displayed the patient ECG as dashed lines through the ECG cable. The patient was transported to the hospital. The facility stated there were no negative affects to the patient resulting from the discrepancy.